Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of an unspecified set broke off. This was identified during blood infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.